Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
The pt experienced an injection site reaction with bd needles. No further information is available.